Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited loss of capture at high pacing outputs on the right ventricular (rv) channel. The loss of capture did not result in any syncopal episodes for the patient but muscle stimulation was observed. A revision procedure will be scheduled to reposition the rv lead. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that indicated a revision procedure was performed and the rv lead was explanted. This ICD remains in service. No additional adverse patient effects were reported.